Manufacturer narrative:
Qn#(B)(4). Returned for investigation was a 30cc 7.0fr rediguard intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number for the returned sample. Returned with the sample was the supplied 60cc syringe, long arterial pressure tubing, a dilator and teflon sheath. Upon return, the super arrow-flex (saf) sheath was noted on the iabc; blood was noted in the sidearm. The supplied 30cc driveline tubing was noted connected to the short driveline tubing; dried blood was noted in the tubing. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the bladder/helium pathway. Upon return, the original packaging tray was immediately noted with damage to the "arrow" packaging sticker which retains the iabc bladder in the packaging tray. The arrow sticker was noted cut/ripped and a portion of the sticker was completely missing. This packaging sticker is not to be removed. Since damage to the "ar-row" packaging sticker was noted, which indicates that the catheter was not prepped per the instructions for use (IFU), an in-service has been requested to review the instructions for use (IFU) with the customer. The instructions for use (IFU) states:" connect one-way valve to male luer on short driveline tubing attached to iab. Insert supplied syringe into one-way valve. Slowly aspirate a full syringe of air. Precaution: the one-way valve will maintain vacuum on the balloon and must remain in place until is fully inserted. Remove syringe. Remove catheter from tray, keeping it in line with balloon membrane. Grasp catheter close to tray and pull it straight out of the holding sleeve. Note: keep catheter level with tray. Do not lift or bend during removal." The customer photos through were re-viewed. The photos show the original packing box and label on the intra-aortic balloon catheter, which matches the reported serial number. The photos show the iabc with blood in the helium pathway, which is consistent with the reported complaint. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked central lumen. Immediate push back on the syringe plunger was experienced. The blockage was most likely dried blood. Due to the returned state of the device, the iabc was unable to be leak tested. An attempt to clean the iabc helium pathway was unsuccessful. Blood was noted within the helium pathway during the visual inspection; however, a leak site was unable to be located. It could not be confidentially determined what caused the blood to enter the helium pathway. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire met resistance and could no advance at approximately 0.3cm from the iabc distal tip. Some blood and debris were noted on the guidewire. The guidewire was front loaded through the iabc luer. The guidewire met resistance and could not advance at approximately 9.2cm from the iabc luer. Some blood and debris were noted on the guidewire. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "the catheter would not inflate completely" is confirmed based on visual inspection. During the investigation of the returned device, blood was confirmed within the helium pathway. The blood in the helium pathway occurred from a leak which could result in the inability of the iabc to fully inflate. Due to the returned state of the device, the leak site could not be confirmed. The cause of how/when the blood entered the helium pathway could not be confidently determined. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met due to the blood in helium pathway. The root cause of the how the blood entered the helium pathway is undetermined. No further action required at this time.

Event description:
It was reported "the catheter would not inflate completely". Additional information states that to continue therapy, another catheter was used. The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported "the catheter would not inflate completely". Additional information states that to continue therapy, another catheter was used. The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).